Manufacturer narrative:
Based on the information provided and the engineering analysis. The failure reported was confirmed. The returned part was inspected and based on the investigation results, it's most likely that excessive force caused the damage to the shim and the implant to move anteriorly, therefore the root cause for this would be user error. Based on the DHR review, there was no evidence to suggest that manufacturing issues caused or contributed to the reported issue. No further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.

Event description:
On 5/3/2024, it was reported to accelus that during a case, a flarehawk 9 cage was implanted but migrated to anterior of vertebral body (vb) during bone graft packing stage. The cage had to be removed and replaced with another resulting in a 180 min (3 hour) delay. The procedure was completed with another of the same device and no other patient harm or impact was reported. The event happened intra-op. It was reported that the surgical technique for the product was utilized and the information provided indicated that the implant was deployed correctly. The event occurred during the bone graft packing stage where the implant construct was repositioned. There is potential for user error to lead to this event if the implant was not sized properly by the user or if during the bone graft packing excessive force is applied. No other harms besides the 3 hour surgical delay were reported, however the implant construct migrating out of the vertebral body could cause a serious injury if it were to recur. The MDR submission shall be updated pending completion of the complaint investigation.